Event description:
During service and repair pre-testing the following was discovered with the hand piece device: there were holes on the hose, low rotations per minute (rpm), oil leak from the lever, and high decibels (db). No injuries or medical intervention were reported. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had an oil leak from the lever, low rotations per minute (rpms), high decibels (db), and a hole in the hose. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.